Event description:
A canadian customer tested her blood glucose using her 2 contour meters and received readings of 12.0 and 5.6mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Only meter information was provided. Product is expected to be returned for evaluation.